Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead returned with tissue inside helix, once extended it was found the helix is stretched and bent. Damaged at explant. This could cause helix rotation/retraction issues. Outer insulation is cut at 30.5cm, explant damage.

Event description:
It was reported that the right atrial (ra) lead had dislodged. Upon extraction, the helix would not fully retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.